Manufacturer narrative:
Combination product: yes.

Event description:
Atrial noise reported on home monitoring episodes. These seem to have started in july intermittently but patient did have a recent in office follow up in june where all was normal. All other trends appear stable. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.